Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation, the ECG "c&d" cable has broken wires from the j703. The belt did not pass falloff testing. The root cause for the broken wires could not be positively identified. There was no adverse event that resulted from the damaged battery